Event description:
The customer reported the footboard on the table was inoperable along with table attachments. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The entire extension needed replacement. Waiting facility approval for repairs.